Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: according to the complaint description, the ventilator went into standby on its own, with no alarm, and it caused the patient to become bradycardic almost to the point of coding. No additional information regarding the patient harm was provided. Additionally, a medical intervention was necessary, but the specific type of intervention required was not specified. Moreover, the manufacturer was informed that the user reported this event to local authorities, although no reference number was provided. Further inquiries have been sent to the customer to obtain additional details about the event. Currently, the incident is under thorough investigation to verify the reported allegations. It is important to note that activating the standby mode on the hamilton-c6 ventilator requires a two-step human intervention process. Pressing the "standby" hardkey and secondly press "activate standby" within 30 seconds.

Manufacturer narrative:
Hamilton medical ags conclusion: analysis of the event log confirms that a standby mode at 09:44:23 on (B)(6) 2025, was activated. In addition a similar logfile entry can be noticed 30 minutes earlier, where the device was manually set to standby as well. The standby mode was manually (= human intervention) initiated, as indicated by the recorded mode change from (s)cmv to standby and the activation of standby mode. According to the hamilton-c6 operator¿s manual (software version 1.2.x, pn 160021), switching the device to standby requires two deliberate user actions: pressing the power/standby key and confirming the change on the touchscreen. This procedure excludes the possibility of an automatic switch. The log file also shows multiple alarms during the event date (on april 24, 2025) including high pressure, low tidal volume, and disconnection alerts. No technical faults or system errors were recorded. After reported date /time (not confirmed date and time, when performed) no components were replaced, and the subject device successfully passed all functional and software tests as confirmed by the partner biomed engineer. The exact time of the reported incident could be verified (at 09:44:23 on (B)(6) 2025). Based on the available data, the device functioned as intended, and the switch to standby mode was the result of user interaction.